Event description:
The abbott vp 2000 processor is a device designed to automate and standardize slide specimen processing and routine slide staining for the laboratory. A customer and a field service representative in (B)(4) alleged that the metal edges of an abbott vp 2000 processor (heater block, covers) unit are very sharp. The parts with edges that are allegedly sharp include the cover for the ambient temperature baths and when the heated basins are removed, the openings of the heater reagent basins. Drying station and water bath have allegedly sharp edges also. No injury was reported.

Manufacturer narrative:
Abbott molecular requested the return of the instrument with the alleged sharp edges for complaint investigation. The complaint is currently under investigation. Abbott molecular completed a sharpness test on a vp2000 instrument currently in use at abbot molecular. This instrument passed on all user accessible edges (per ul standard 1439).